Event description:
It was reported that "during the operation, the machine alarmed, "air leakage" after implanted. As a result, the catheter was replaced. The balloon was found leaking. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab helium loss alarm is confirmed. The sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging box. Upon return, the distal end of the teflon sheath was noted at approximately 36.3cm from the iabc distal tip; liquid blood was noted in the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends were noted to the iabc at approximately 55.5cm and 68.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the helium pathway. The customer provided a video, and it was reviewed by the investigator; the video shows the iabc bladder with liquid blood/fluid within the helium pathway and liquid blood/fluid leaking from the bladder, which is consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0063in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using testing methods from internal manufacturing procedure. A leak was immediately detected from the bladd ER membrane. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 8.4cm from the iabc distal tip. This allowed blood to enter the helium pathway and the leak could cause helium loss alarms. No other leaks were detected during functional testing. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 55.4cm and 68.8cm from the iabc distal tip, which are the location of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.3cm and 22.8cm from the iabc luer, which are the location of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "during the operation, the machine alarmed, "air leakage" after implanted. As a result, the catheter was replaced. The balloon was found leaking. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".